Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that the patient suffers from pain, difficulty ambulating, and metal ions. Update dec 5, 2017: pfs and medical records received. In addition to what was previously reported, pfs alleges metallosis, infection, and muscle damage. It was also stated that patient is bed ridden and has developed nerve damage in his right arm due to inability to lay on his revised hip. After review of medical records for MDR reportability, clinical visit states that the patient is experiencing walking difficulty. There are no revision notes and laboratory values provided for the alleged infection. Added stem, sleeve and screw for the alleged infection. This complaint was updated on: dec 27, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.